Event description:
The customer reported being hospitalized due to diabetes ketoacidosis. The blood glucose reading was 891mg/dl. The customer was experiencing high glucose for the past few days. The customer's most recent glucose reading was over 300mg/dl, and she has treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime and high pressure test and the tests passed. Found that the customer was inserting the infusion set manually because she lost the quick serter. Advised the customer that a replacement of the quick serter will be sent. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.